Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant gong alarms / code 204) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the gong alarms and code 204 is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. Device evaluation of monitor (B)(4) has been completed. The reported problem (constant gong alarms / code 204) was confirmed. Upon evaluation, there was no output at the u612 processor. The damaged electrode belt induced the damage to the monitor. No adverse event resulted from the defective electrode belt or monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and service code 204.